Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that half of the lens was pushed out into the eye and half of the lens remained stuck in the injector resulting in lens damage. The rayone toric rao610t was removed from the eye and exchanged within the original surgery session without any injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identifies that resistance was felt by the surgeon approximately halfway through injecting the lens. The "use of rayone" section of the IFU "fig 7" reads "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". In this case, continued injection at the point resistance was felt is likely the cause of the reported lens damage/ejection issue. Our review of production records for the rayone toric rao610t batch 083221386 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.

Event description:
On 22nd march 2024, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone toric rao610t. The event description provided states that